Event description:
The customer reported approximately 9 to 10 mls of clenz leaked inside the coulter hmx hematology analyzer with autoloader during shutdown mode. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of lab coat, gloves at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found a leak in the tubing through pinch valve (pv43) and (pv37). The fse replaced the tubing through both pinch valve pv43 and pv37. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).